Manufacturer narrative:
(B)(4). Additional information requested from the user facility. No response from the user facility at the time of this report. Potential lot# 13f16k0274.

Event description:
The customer alleges that the catheter was placed in a patient and supposedly had an allergic reaction to the chlorhexidine. The director of the or indicated that they are continuing to investigate whether or not the patient's complications were related to a reaction from the chlorhexidine on the catheter. It is unknown what the patient's condition is and whether or not the device contributed to the injury of the patient. It is unknown if the patient had any prior or existing conditions that may have contributed to the alleged issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of the allergic reaction could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the catheter was placed in a patient and supposedly had an allergic reaction to the chlorhexidine. The director of the or indicated that they are continuing to investigate whether or not the patient's complications were related to a reaction from the chlorhexidine on the catheter. It is unknown what the patient's condition is and whether or not the device contributed to the injury of the patient. It is unknown if the patient had any prior or existing conditions that may have contributed to the alleged issue.